Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin on demand transmission while at the emergency room for unrelated issues. Review of transmission revealed noise oversensing and inappropriate automatic mode switch on the atrial lead. No changes or intervention were performed; the patient would continue to be monitored. The patient condition was stable.